Event description:
It was reported that, "using a 4 level reflex hybrid plate with variable screws. Surgeon noted one screw advanced through the ring and was beneath the ring making it not locked into the hybrid plate, but under the plate. Surgeon had to remove 9 variable screws to remove plate, then remove the 10th screw that was under the plate not engaged with the locking ring. After inspection of the plate, he decided to re-implant the plate and was able to safely lock all 10 screws into the rings."

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: as the product remains implanted, a thorough investigation could not be performed due to product unavailability and a lack of essential info. Complaint history analysis. Twenty-seven previous records relating to per-operative "screw through plate" (locking-ring breach). The investigation into past complaints concluded that the failures were most likely due to over-angulation of the screws during insertion. Risk assessment: a 25 minute delay in surgery was reported. The surgeon inspected the plate and said that it did not appear to be damaged prior to re-implantation. Conclusion: although a thorough investigation could not be performed due to the unavailability of the implicated devices, x-rays, and relevant batch info, the failure is believed to be the result of the user applying too much torque when inserting the screw. Over-angulation of the screw during insertion could also have contributed to the failure.